Event description:
Customer's mother reported her daughter was hospitalized for high blood glucose. Customer's current blood glucose was 200 mg/dl. Blood glucose at the time of admission was 370 mg/dl. Customer's mother stated her daughter had stomach pains and breathing problems which lead to the hospitalization. Customer was treated with manual injections. Customer was also wearing the insulin pump at the time admission. Troubleshooting found the customer was missing a bolus delivery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer also declined to troubleshoot for other insulin pump functionality. No additional information is provided.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window, scratched case and cracked battery tube threads. As 08/05/14gm 8-6-14.